Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, the reload could not be opened at all. The second reload was fired but only several staples deployed after firing, the blade just came out; both the staple and the blade stopped working. The handle used was a powered handle.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation results.

Manufacturer narrative:
(B)(4). Device evaluated by MFR?: post market vigilance (pmv) led an evaluation of two (2) loading units opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of loading unit 1 noted that it was pre-fired and engaged in interlock with the jaws clamped. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided evidence that loading unit 1 was not engaged properly during loading. During functional testing, loading unit 1 was loaded into a pmv instrument after manually opening the jaws. This test found the jaws to clamp and unclamp repeatedly without difficulty. The interlock was overridden and loading unit 1 was applied to test media, and found to function properly. Visual examination of loading unit 2 noted that it was pre-fired and engaged in interlock with the jaws open. During functional testing, loading unit 2 was loaded into a post market vigilance instrument. The interlock was overridden and the loading unit 2 was then applied to test media, and found to function properly. A review of the device history record indicates this device lot number was released meeting all quality specifications. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.